Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific crm received information that this device was emitting beeping tones. At a recent follow up, monitoring voltage was 2.82 v and charge time was 17.4 seconds. All impedance measurements have been within range. Technical services discussed that the tones were likely the result of the device declaring elective replacement indicator (eri). Ts discussed that the device likely declared eri based on charge time. The caller wondered if manual capacitor reforms would bring down charge time. Ts discussed that this may bring down charge time but the device should be replaced within three months if it reached eri. The device was later explanted due to normal battery depletion. Upon receipt, initial analysis determined that the device did not meet expected longevity predictions as described in labeling. No adverse patient effects have been reported

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. Updated longevity estimations were distributed in (B)(4) 2004.